Event description:
Based on limited information available during rf procedure, the case was stopped due to a warning 06.

Manufacturer narrative:
The device was connected to the spine test generator for functional testing and verified the warning 06.